Event description:
It was reported that the patient presented in-clinic for an initial implant surgery. Post surgery it was observed that the right-atrial (ra) lead failed to capture and had dislodged which was confirmed by x-ray imaging. As a resolution the ra lead was explanted and replaced. The patient condition was stable.